Manufacturer narrative:
Three unsuccessful were made to obtain additional information related to reprocessing steps. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found bending section cover glue, light guide lens was cracked; cement on the objective lens was peeled; distal end plastic cover had dents/scratches; plastic distal end cover insulation had deep dents and scratches; control knob movement and angulation are not to specification; insertion tube had chipped. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope cleaning brush cannot be brushed through the scope, cannot insert. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: advanced diagnostics (ad) boroscope found foreign material and no pass at insertion tube side. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.